Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the ventilator at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue. The ventilator's lcd screen was not able to be viewed. The lcd screen was replaced to address the issue. The device had evidence of physical damage.